Manufacturer narrative:
On june 14, 2021, mentor became aware that the date of surgery is (B)(6) 2021, patient also experienced capsular contracture, baker grade unknown, procedure type was breast augmentation revision, and below information. Corresponding fields have been updated on this form: patient age at the time of event was 66 years; field a2 has been updated. Patient's ethnicity: not hispanic. Race: white; fields a5 and a6 have been updated. Is required intervention has been selected under section b; field b2. Field b3 date of event has been updated to (B)(6) 2021. Fields d6b for explantation date have been updated to june 22, 2021. Field d4 for catalog number has been updated to "3504501bc". Field d4 for lot number has been updated to "7552108". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Clinical code capsular contracture has been added to field h6. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress for lot numbers 7353971, and 7552108. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with 400cc mentor memorygel breast implant and experienced unknown side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number is either left side (B)(4), or right side (B)(4). Supplemental report will be submitted once additional information is received.

Manufacturer narrative:
On july 27, 2021, the mentor failure analysis lab received the device for evaluation. On august 11, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 450cc breast implant was found to have a tear on the anterior view, measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2021, mentor became aware that the baker grade of the right side capsular contracture is iii. Manufacturer¿s reference number: (B)(4).